Event description:
The customer reported to the philips response ctr (rc) that the etco2 port was broken and had been pushed inside the device. The philips field svc engineer (fse) later confirmed that the etco2 connector was unseated and pushed inside the device and added that the etco2 tubing could not be connected. There was no pt involvement.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.